Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided all available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated troponin result on the architect i2000sr analyzer. The following data was provided: initial architect troponin result at 2:42 am of 0.866 ng/ml was released to the emergency room, and oral nitroglycerin tablets were given to the patient. The ER physician retested the sample and it resulted in 0.000 in duplicate. The patient was admitted and a 2 hour troponin was drawn and generated results of 0.000 ng/ml in triplicate the patient was discharged at 8:18 am with no negative impact to the patient.

Manufacturer narrative:
Catalog number: on 28feb2018 the suspect medical device catalogue number (size code) was updated from 02k41-37 to 02k41-27. The lot remains unchanged. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.